Manufacturer narrative:
Concomitant products: 5cn70er, 7.0mm adt flex evac 5cn70er trach reuse, (lot #202411173x) 5cn70er, 7.0mm adt flex evac 5cn70er trach reuse, (lot #202411173x) 5cn70er, 7.0mm adt flex evac 5cn70er trach reuse, (lot #202411173x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tracheostomy tubes had issues with the cuffs not holding and air was going outside the pilot balloons, necessitating the tube to be blocked again. Replacement of the tube was done.

Event description:
It was reported that the four tracheostomy tubes had an issue with its cuff not holding air and going outside the pilot balloon during testing, prior to usage on the patient. There was no patient injury.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6, rfr code (cuff wont inflate), imf code (problem identified before clinical use/exposure), fdp code (problem identified before clinical use/exposure). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the first tracheostomy tube had issue with the cuff not holding and air was going outside the pilot balloon, necessitating the tube to be blocked again. Replacement of the tube was done. While the other three cuffs were tested and had the same issue.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.